Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately, 11 years due to mitral stenosis (ms) with calcification. Per the op report, this patient presented with severe ms requiring redo-mitral valve replacement. The mitral valve was removed without any problems. No findings on the valve documented. The explanted device was replaced with a 27 mm edwards bioprosthetic valve. Postoperatively, the valve was functioning properly without any evidence of any perivalvular leaks.

Manufacturer narrative:
Evaluation summary: heavy calcification was observed in the cusp areas of leaflets 2 and 3, minimal to moderate calcification was observed in the cusp area of leaflet 1. The free margin of leaflet 1 exhibited minimal calcification, free margin of leaflet 2 exhibited moderate calcification and free margin of leaflet 3 exhibited minimal to moderate calcification. Minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 3 mm. Moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 8 mm. Host tissue was heavy at the stent outflow and minimal to moderate at the stent inflow. Host tissue fused leaflets 2 and 3 at commissure 3 on the outflow aspect by approximately 8 mm. Calcification and host tissue restricted mobility in the leaflets and led to stenosis. The x-ray demonstrated calcification, no visible damage to wireform. The explanted device was returned to edwards for analysis, which confirmed the report of stenosis caused by calcification. The evaluation also demonstrated host tissue overgrowth, which likely contributed to the stenosis as well. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized, usually by glutaraldehyde pretreatment. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.